Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit when a nurse used (extension) tubing to flush the chemo, the extension tubing disconnected. This event occurred overnight on a pediatric inpatient unit. It is unknown if this disconnect is related to the tubing not being secured properly. The event date is unknown.